Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, and pre-implantation testing. However, the device did not meet the requirements for pressure-flow and leak testing due to a tear observed in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Approximately 90 cm of the peritoneal catheter was returned. The catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted due to hydrocephalus. According to the report, the device leaked intra-operatively. Reportedly, the device was replaced to complete the procedure and the patient was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.